Manufacturer narrative:
PMA/510k: 18dec2019. Date of report : 19dec2019. No engineer visited the customer site. This was a materials only request. The customer ordered a touchscreen to resolve the issue. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19nov2019.

Event description:
The customer reported touch screen partially working. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.